Manufacturer narrative:
On 06-oct-2017 investigation results: the reporter returned toothbrush head on 18-aug-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue.

Event description:
Cut, pinched, tore bottom gum [gingival injury] bottom brush appears to come up off its mount and there is a metal peg/strip showing, it pinched and cut bottom gum - oral-b dual brushhead [injury associated with device] bottom brush appears to come up off its mount and there is a metal peg/strip showing - oral-b dual brushhead [device breakage]. Case description: report source: spontaneous. A (B)(6) year old male consumer reported via phone on (B)(6) 2017 that he used an oral-b dualaction or dual clean brushhead, 1 to 2 times a day beginning on an unspecified date, describing the product as having a circular head and a longer one underneath, and the bottom one appears to come up off its mount and there is a metal peg/ metal strip showing. He stated that this morning he noticed it tore a bit of his bottom gum, and it pinched and cut it. He reported it pinched his bottom gum about a week ago, but he did not notice anything. Today he looked, and it did cut his gum. The consumer did not seek medical attention, and he rinsed his mouth with mouthwash as treatment. Product use was discontinued on (B)(6) 2017. The consumer reported his gum recovered. He had not previously used this product. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cut, pinched, tore bottom gum [gingival injury], bottom brush appears to come up off it's mount and there is a metal peg/strip showing, it pinched and cut bottom gum - oral-b dual brushhead [injury associated with device], bottom brush appears to come up off it's mount and there is a metal peg/strip showing - oral-b dual brushhead [device breakage]. Case description: report source: spontaneous. A (B)(6) male consumer reported via phone on (B)(6) 2017 that he used an oral-b dualaction or dual clean brushhead, 1 to 2 times a day beginning on an unspecified date, describing the product as having a circular head and a longer one underneath, and the bottom one appears to come up off its mount and there is a metal peg/ metal strip showing. He stated that this morning he noticed it tore a bit of his bottom gum, and it pinched and cut it. He reported it pinched his bottom gum about a week ago, but he did not notice anything. Today he looked, and it did cut his gum. The consumer did not seek medical attention, and he rinsed his mouth with mouthwash as treatment. Product use was discontinued on (B)(6) 2017. The consumer reported his gum recovered. He had not previously used this product. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.